Manufacturer narrative:
The guidewire was returned in two broken segments. Analysis of the cross section at the break point showed the failure of the corewire occurred due to torsional overload.(B)(4)

Event description:
Treatment of a middle meningeal artery. It was reported that the guidewire got stuck inside the catheter during navigation. While pulling it back, the guidewire broke off at approximately 1cm from the distal tip. The entire system including the broken segment was removed from the patient. No patient injury reported.